Event description:
Bd nexiva malfunctioned upon insertion. Insecure tubing port at the blue hub connection resulting in patient blood leaking out. IV insertion was normal with standard blood flow. IV was removed and restarted with new equipment. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd nexiva, bd q-syte (per site reporter). Awaiting return label to send back product samples.